Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. His blood glucose level went over 400 mg/dl. The customer's wife took him to the emergency room on (B)(6) 2016 for treatment. The customer was vomiting. He treated his high blood glucose level with the insulin pump and insulin pen. The customer was wearing the insulin pump at the time of the emergency room visit. The device was not returned.